Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All additional information provided has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may be kinks, leaks and blockages in the vacuum circuit, or a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 2 days after the application of a renasys, the system gave a false blockage alarm. The sales representative checked the dressing and it was perfectly functional, soft port did not look blocked, the foam was under vacuum and drainage was happening normally. The customer replaced the canister and no false alarm was reported again. No patient harm reported.